Event description:
Same case as 2134265-2009-01603. It was reported that during a percutaneous nephro-ureteral stent placement procedure, a stent fracture occurred. The nephro-ureteral stent system was placed in the ureter connecting the bladder and a collection system. A wire was passed to the bladder and the stent was passed over the wire without resistance. The catheter broke when the doctor was attempting to tie a suture around it to secure its position. The stent fractured approximately 1 cm outside the body. It was also reported that during the event, a second of the same device was opened in anticipation of replacing the one which broke. This device was not used on the patient as it "broke at about the same level as the one we had implanted." After passing a guidewire, they attempted to retrieve the stent using a goose-neck snare. However, the stent "kept breaking off in small pieces." At this point the referring doctor was contacted and made the decision to send the patient to the cysto room in the operating room (or) to remove the remaining part of the device. The patient's status during the event was "sedated and pain free." The remaining portion of the device was successfully retrieved and the patient was discharged the same day.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.